Event description:
It was reported that bubbles were visible. During a pulse field ablation to treat atrial fibrillation (a fib) a faradrive steerable sheath clear was selected for use. Following transseptal puncture, and during aspiration of the sheath, the physician noticed air bubbles. The physician believed that the air bubbles came from the sheath valve. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The sheath is not expected to be returned as the sheath was lost.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.